Event description:
Customer reported an unexpected negative result when testing a sample with a known anti-e with the capture-r ready-ID (crrid) assay on the galileo.

Manufacturer narrative:
Review of results: crrid plate ID (B)(6), lot id145, indicator red cells: lot 221724, exp 27oct2011. Cells 3 and 6 are positive for anti-e on lot id145 masterlist. Cell 3 is displaying weak reactivity, cell 6 visually appears negative. Both cells resulted negative. A service call was made. Performed galileo unexpected reaction check. Checked and cleaned washer manifold. The system was tested and is operating within specifications.